Event description:
The nurse reported that the unit was operating normally at 12:30. At 13:00 it was noted that the unit appeared to be off but the power switch was pushed in as in the "on" position. I sequestered the unit at 16:00 so that it couldbe examined the following day. Tests done on july 17 indicated that the warmer functioned normally with the exception of the power disconnect alarm which failed to sound when cord was disconnected from ac power. I checked the battery associated with the alarm and it measured 8.2 volts. This is within the normal operating range of this type of battery. I can only conclude that there has been a component failure associated with this alarm. I also noted that the power cord connection at the module was somewhat loose. It is possible to loosen this connector in such as manner that it appears to be connected while causing intermittent power delivery to the unit when the cord is pushed from side to side or up and down. The loosened power cord is the most likely cause of the power loss to the unit during the incident. Mfs was contacted on july 20, 1992device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.